Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they air bubbles in their reservoir. They could not get rid of the air bubbles. Their blood glucose levels kept going up. Their blood glucose level in the morning was 185 mg/dl. The customer also had a blood glucose level that was over 200 mg/dl which they treated with the insulin pump. The product will not be returned for analysis.